Manufacturer narrative:
This device has not been returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our dfu states: "the insertion of a urethral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure." However, we are unable to determine the relationship between the device and the cause for this device.

Event description:
It was reported that during a therapeutic stent prostatic colocation, the mesh of this stent did not move properly, so force was needed to move it causing the stent mesh to crease inside the sheath. When the stent was deployed, it occurred suddenly and partially (up to half of the stent). The rest of the stent did not deploy - it seemed blocked. Therefore, the procedure was suspended. Subsequently, a prostatic resection was performed.